Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that multiple cartridge alarms occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm and the customer followed the prompts during the load sequence. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent to customer to resolve the issue.